Event description:
Customer reportedly obtained results of 209 mg/dl and 87 mg/dl on the compact plus system within 10 minutes. Customer based insulin based on 87 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.